Event description:
It was reported that a cable tensioner failed to tension a cable during an open reduction internal fixation (orif) of a femur. The surgery was successfully completed with no delays and no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR 391.201 lot # p507467 released 12/20/01, pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p507467. The supplier¿s certificate of compliance (dated december 18, 2001) indicates the parts were manufactured to p/n 391.201 and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 391if201, revision ¿do¿, completed on december 20, 2001. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action and investigation summary was performed/conducted, destructive testing was approved by chu on 5/28/15 for (B)(4), p/n 391.201, lot p507467 on (B)(4) the report indicates that the: destructive testing was approved by chu on 5/28/15 for (B)(4), p/n 391.201, and lot p507467 on (B)(4). Supplier eval 391.201 lot p507467 (B)(4), (B)(4) responded on june 9, 2015 and stated that ¿functional inspection found that the tensioner operated properly per wi-eng-004 a DHR review was conducted and found that the device met specification prior to shipping. A manufacturing root cause could not be determined. Evaluation determined that the device functioned as intended.¿ based on the indeterminate root cause and the evaluation performed by rti surgical, this complaint condition is unconfirmed. The part was received without visual evidence of damage or wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.